Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was received with a cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's reported blood glucose value was 160 mg/dl. The insulin pump will be repaired and replaced. No further information was provided.